Event description:
The customer reported that while the surgeon was doing a direct coupling (blade to forceps) the electrode ignited and a flame occurred. It was reported that there was eschar buildup on the electrode. Another electrode was used to complete the procedure without any further problems. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.